Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure the physician programmed the device to vvi 30. When the physician attempted to program the device again post procedure it appeared there may have been an "electrical reset or device may have lost contact with programmer and lost it's information for reprogramming". The device parameters were set at desired values post procedure and the device remains in use. No patient complications have been reported as a result of this event.